Manufacturer narrative:
(B)(4).

Event description:
It was reported that through a remote merline.net transmission, noise resulting in automated mode switch episodes was observed through the atrial channel of the pulse generator. The noise appeared to be caused by electromagnetic interference. No patient symptoms were reported. No intervention was reported.